Manufacturer narrative:
The device was received in the fully deployed position. The download data shows that the device completed both first and second prime and delivered 287 pulses before being deactivated. Inspection of the needle mechanism assembly found no issues. The needle mechanism assembly was reset to the not deployed position, and the device deployed as intended during manual deployment. No issues were found that would cause a needle mechanism failure. The soft cannula was observed to be stretched and damaged. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the device data. A leak test was performed and no leaks were found along the fluid path. Insulin was able to freely exit the distal tip of the soft cannula despite the cannula being kinked. Blood was observed in the soft cannula. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 600 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was also bent. As treatment, the patient changed out the pod for a new pod.